Manufacturer narrative:
United states agent notified (B)(4) 2012. Evaluation: the fw258r is hammered into the pedicle (no pre-drilling prior to insertion). The tip of the instrument has fractured due to mechanical overload during insertion into the pedicle. The hardness was measured and meets the required specifications.

Event description:
Country of complaint: (B)(6). With the bringing in of the trocar in the pedicle of the pt, the tip broke off and could not be removed despite multiple attempts of the surgeon. The pin of the trocar lies in the pedicle beside the afterwards screwed in screw. Ten minutes surgery delay. There were no further consequences for the pt. The screw was positioned next to the fragment.